Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The error logs indicate the unit alarmed 'cpu internal error', this alarm indicates a loss of mechanical ventilation.

Event description:
The hospital reported a central processing unit issue and the unit was not functioning. There was no report of patient involvement.